Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a pulmonary tvr procedure, post deployment of a 29mm sapien valve, the patient's atrial ICD lead was dislodged and ¿pulled back¿ into the ivc position. Following, the procedure catheters were removed. Patient was noted to have re-bleeding while in the cathlab. Manual pressure was applied and hemostasis obtained. Patient was extubated and transported to the cicu for post procedure care and management.

Manufacturer narrative:
Additional information provided confirmed there were no reported tracking issues of the delivery system that may have caused the lead to dislodge. The atrial lead was re-implanted. The patient was discharged in stable condition. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the atrial ICD dislodgement is unknown, however, may be due to procedural factors (manipulation of the devices while tracking to the pulmonary valve). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.